Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported head trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation was carried out but the device has not been received yet for investigational purposes.

Event description:
In a car accident the user experienced a trauma to the head. Since then, the hearing performance of the device has been affected. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In a car accident the user experienced a trauma to the head. Since then, the hearing performance of the device has been affected. Further technical checks are scheduled.

Event description:
In a car accident the user experienced a trauma to the head. Since then, the hearing performance of the device has been affected. Further technical checks are scheduled. The user will be re-implanted. No date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported head trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.